Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explanation. The date of explantation was initially reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation is (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-nov-2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral grade iii ptosis and left-sided device migration. The relevant fields have been updated. Updated reason for device explant and/or reoperation: rupture, generalized illness, breast pain, ptosis, device migration. On 8-dec-2020, on 8-dec-2020, mentor received additional information regarding the revision surgery and suspected medical devices. Previously, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The patient underwent removal without replacement. A healthcare professional from the doctor's office stated that the explanted devices will not be sent back to mentor due to the policy implemented on 1-jan-2020 at their facility. Thus, devices are not available for evaluation. The relevant fields have bee updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, generalized illness, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) experienced postoperative left-sided rupture and breast pain, and suffered several unexplained systemic symptoms, including brain fog, difficulty concentrating, hair loss, tired, dry skin, medullary kidney disease, renal acidosis, gi bleeding, fatigue, low energy, joint pain, insomnia, night sweats, headaches, constant runny nose, swollen tender lymph nodes, anxiety, low libido, easily bruised, throat clearing, constant ear ringing, hearing loss, dehydration, and frequent urination. The patient reports that she started experiencing the symptoms within two years of the implantation. In 2012, a memory test was performed by a neuropsychologist, and the result came back as normal. In 2019, the same memory test and a brain MRI were performed, and both results came back as normal. In 2019, the patient was hospitalized for gi bleeding that required two blood transfusions and clips to be placed in her lower intestine to stop bleeding. The patient attributes her symptoms to her breast implants. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient reports that she experienced the rupture in 2015 and the diagnosis was confirmed by a healthcare professional via physical exam on (B)(6) 2020. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left prosthesis.